Event description:
It was reported during aspiration of the luer slip syringe, fluid "splashed" the doctor. The doctor scratched himself with a needle when he went to wipe his face. The hospital treated the incident as a "needel stick". It is unclear at what point of the procedure this occurred.

Manufacturer narrative:
A comprehensive investigation into this report can not be completed as the sample will not be returned and a lot # was not provided. A follow-up report will be filed if more information becomes available.